Event description:
The stent would not fully deploy as the user continued to put tension on it. The catheter unraveled leaving the stent semi deployed. User attempted to pull entire delivery system out of patient. A portion of the stent caught on the lesion and fractured. The patient was taken to open surgery to have device portion removed. The portion of the stent was removed in open surgery. No section of the device remained inside the patient's body. No further adverse effects to the patient were reported.

Manufacturer narrative:
UDI#: (B)(4). The info received relating to this event is currently being investigated. A f/u MDR will be submitted with the investigation conclusions.